Event description:
Additional information was later received indicating this patient underwent a revision procedure wherein the chronic rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms and noise on the pace/sense channel of the lead. Upon review in clinic it was found that the device had identified two episodes of noise as vt and delivered inappropriate therapy. It was noted that the patient is not pacemaker dependent. No follow up has been performed as of this time and the cause of the high impedances remains undetermined. The patient and physician have elected to not intervene at this time and further consider options. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.